Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for test strips not fitting into the port of the meter. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 10/31/021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.